Event description:
It was reported that when the stylet was removed, the lead separated from the protective covering. The lead was not used, as this occurred prior to placement. The lead was replaced.

Manufacturer narrative:
(B)(4).